Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer, o2 cell/sensor and flow transducer tests during pre-use check. Moreover, the air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).